Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5 and additional narrative f10 / h6 device code have been updated. Stryker evaluated the customer's device and was unable to duplicate the reported issues. No device failure observed. Proper device operation was observed through functional and performance testing. The device was archived by stryker.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.